Event description:
It was reported that a patient experienced recurrent peritonitis, coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The cause of the recurrent peritonitis was not reported. On the day of onset, the patient was hospitalized for the event. Beginning the day of onset, the patient was treated with unknown antibiotics (medication, dosage, route, frequency, and duration not reported) for the recurrent peritonitis event. Extraneal and physioneal therapies were ongoing. The patient was not recovered from the recurrent peritonitis event. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). This report involves the same patient as in (B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Upon follow up it was reported that the patient had been discharged from the hospital and was recovered from the recurrent peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.